Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  As qc recovery was acceptable, a general instrument or reagent problem could not be identified.

Manufacturer narrative:
It was found the sample tube type was non-standard and the lab centrifuge speed and time settings were defective. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result for one patient from the cobas 6000 e601 module. The initial result from the primary sample tube was 1233 pg/ml and was believed to be incorrect. The repeat result on (B)(6) 2020 in a sample cup was 22.3 pg/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 46217207 with an expiration date of 28-feb-2021.